Event description:
Event description guidant received information that the physician was concerned that the implantable cardioverter defibrillator (ICD) was depleting at a faster rate than expected after 46 months of implant.